Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 55,802 joules during a prostate procedure. It was reported that no additional fibers were used as the case was already complete at the time of this event. The patient outcome was reported as "okay".

Manufacturer narrative:
(B)(4).